Event description:
A beckman coulter associate reported four (4) drops of blue fluid dripped from the sample probe onto the instrument cover involving coulter lh 500 hematology analyzer. Beckman coulter customer technical support (cts) recommended the use of proper personal protective equipment (ppe) prior to troubleshooting; the operator had on gloves, a laboratory coat, and eye protection. The operator inspected the blood sampling valve (bsv), tubing, and rinse cup and discovered buildup around the bsv and flushed the bsv to resolve the issue. Patient results were not impacted. The operator did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The unit was returned to normal operation.

Manufacturer narrative:
Service was cancelled as the issue was resolved through troubleshooting. (B)(4).